Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following d4: UDI# (B)(4) reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of investigation was sent to the reporter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured while screwing into the steel plate during the procedure. The broken end was removed and the surgeon performed the operation with another screw without affecting the patient.